Manufacturer narrative:
Initial reporter city: (B)(6). B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that the rotawire guidewire was fractured. A 1.25mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotapro advancer blocked and broke the rotawire. Procedure was completed using an alternative method and balloon was used to complete the procedure. Rotapro and rotawire were removed. No patient complications were reported.